Event description:
A healthcare worker complained of burning sensation and skin discoloration on the hands upon removal of a load from a completed cycle. The worker did not receive medical treatment and the symptoms resolved within one day.